Event description:
It was reported that the micro sagittal saw heated up during testing. There was no pt involvement, and no user injuries or adverse consequences.

Manufacturer narrative:
Corrosion was discovered on the motor, which could cause or contribute to the device heating up.